Event description:
Reportedly, the pt was undergoing ercp. Fluoroscopy was lost, no images could be obtained and unable to correct the problem. A blind pull through of catheter was done with some stone fragments removed. Unable to determine if all stones removed. Allegedly, the aborting of the procedure precluded a final diagnosis of the pt at that time and the pt's symptoms significantly worsened. Pt subsequently was admitted for observation and will need operative cholangiogram at time of cholecystectomy. Within 24 hours n&v, increased abdominal pain, changes in blood studies and CT indicating pancreatitis. No dye injected into pancreas during ercp.